Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing increased stabbing pain near battery site with particular movements. Also, patient was having difficulty charging the ipg. A representative made adjustments with new programs and patient had a refill of lyrica.